Event description:
During a shift check, the autopulse platform (sn (B)(6) displayed a user advisory 45 (not at 'home' position after power-on/restart) message. The customer attempted several times to clear the advisory by rotating the shaft to the home position, but the platform continued to display ua45 upon powering on. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 45 (not at 'home' position after power-on/restart) message was confirmed during the functional testing and the archive data review. The root cause for the ua45 error was due to the drive shaft not being at the "home position." The lifeband straps were not pulled completely out before turning the device on, likely due to an unintended user error. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft returns to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (moving the driveshaft back to its home position) and restart. The archive data indicated multiple ua45 on the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua45 displayed upon powering up, confirming the reported complaint. The drive shaft was rotated to the home position by accessing the admin menu to address the reported complaint. The autopulse platform was tested using the medium zoll test fixture with several batteries until fully discharged without faults or errors. The autopulse platform functioned appropriately and performed as intended. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).